Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s current blood glucose is 590 mg/dl and customer¿s blood glucose level at the time of incident was 300 mg/dl. The customer also reported other blood glucose values such as 600 mg/dl. The customer was assisted with troubleshooting for high blood glucose level. The customer did experienced symptoms as a result of high blood glucose was nauseated and difficulty in breathing. The insulin pump will not be returned for analysis.